Event description:
It was reported that a user of the ilet experienced hypoglycemia after a preceding hyperglycemic episode caused by over-treatment. The user had eaten without announcing in preparation for a low, which led the pump to deliver additional insulin and contributed to the subsequent low. Symptoms included hypoglycemia and hyperglycemia ranging from 67mg/dl to 400 mg/dl. Outcomes included troubleshooting and education on proper meal announcement, maintaining safe glucose targets, and avoiding unannounced snacks for hypoglycemia prevention. Investigation included review of pump reports and user counseling. Investigation of this case revealed patient overtreatment behavior for hypoglycemia and inappropriate unannounced intake that likely triggered excess insulin delivery. It was concluded that the event was related to user behavior and that education on correct use resolved the concern.